Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and self test. Insulin pump failed the force sensor test due to dried insulin on the motor slide. No moisture damage on the electronic assembly, motor or force sensor was noted during visual inspection. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Insulin pump and test transmitter/sensor calibrated successfully. Insulin pump was connected to a test meter, contour next link, and was able to connect. P-cap or reservoir locked properly in place. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump reservoir had leak from reservoir barrel and o-rings. Customer stated that the insulin pump had fluid in reservoir compartment and strong smell of insulin from insulin pump. And far more strong than before hand. Customer stated that the insulin pump had insulin flow block and got maximum delivery. Customer stated that insulin pump had scratches or it was worn on insulin pump's screen but he was able to see the display. Customer stated that they performed self test and insulin pump did pass it. No harm requiring medical intervention was reported. The reservoir will not be and insulin pump will be returned for analysis.